Event description:
It has been reported to philips that fluoroscopy and exposure failed. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was transferred to another device to continue and complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy and exposure failed. There was no x-ray. Upon troubleshooting, fse checked the log file and found the x-ray signal path may have failed. Fse did the sib self-test, and it failed. It was confirmed that the sib was defective. To resolve the issue, fse replaced the sib box. The defective sib box was returned to philips for failure analysis and the cause of the sibbox was the double pole double throw (dpdt) relay used for switching 24v supply to a wall box monitor. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.